Event description:
The account reported the brakes are not holding on this unit due to the screws breaking on inside the hex rod. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The most likely cause for brakes not holding is normal wear and tear. A search of hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.